Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the hand piece caused the lights on the motor drive unit to flicker and the device would not cut the tissue. The surgeon decided to perform a mini-laparotomy, where the surgeon made a slit in the skin at the trocar port and used a scalpel to physically cut the uterus out of the pt.

Manufacturer narrative:
Date sent to the FDA: 05/15/2008. The prod upon which this medwatch is based is anticipated. Once the prod is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.